Manufacturer narrative:
Pump received and passed the displacement test, rewind, basic occlusion test and prime and system sensor test. Unit was stuck in motor error loop during bolus and basal delivery. Unable to verify motor position alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was able to rewind but alarmed motor error twice in thirty days. Customer does not recall any significant events leading to the error. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.